Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to the prevena¿ incision management system. Device labeling, available in print and online, states: the prevena¿ incision management system should be used with caution in the following patients: patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena¿ incision dressing. Infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection or other complications. Duration of therapy: therapy should be continuous for a minimum of 2 days up to a maximum of 7 days. Therapy unit will automatically time-out after 192 hours (8 days) of cumulative run time.

Event description:
On 19-dec-2018, the following information was reported to kci by the nurse: patient with possible infection. Original diagnosis is rectosigmoid carcinoma. Lap assisted anterior resection on (B)(6) 2018 with prevena¿ incision management system placed. On 21-dec-2018, the following information was reported to kci by the nurse: patient developed an infection post colectomy. The nurse clarified that lap assisted anterior resection occurred on (B)(6) 2018. The patient had a follow up with his surgeon, note stating "redness to be assessed in lower midline. Started keflex. Localized cellulitis approximately 6 by 8 cm. No fluctuance. Continue full course keflex. Follow up as needed." On 27-dec-2018, the following information was reported to kci by the nurse: there is no documentation in between (B)(6) 2018 and (B)(6) 2018. It is unclear when the infection or presence of symptoms were first noticed. The prevena¿ incision management system device was not available for return and the lot number was not provided, therefore neither a device evaluation nor a device history review could be performed.